Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing, and high out-of-range shock impedance. Technical services (ts) confirmed the implantable cardioverter defibrillator (ICD) appears to be operating normally and provided troubleshooting recommendations to exclude lead impairment. Of note, it was also reported the patient was in direct contact with an electrical fence, but the patient admitted this happened many times in the past before and no noise was ever reported. A few days later the lead was screened in-clinic under fluoroscopy, and no obvious fracture or insulation breach seen. A lead revision was performed, during which the physician performed a tug test as recommended by ts and noise was reproduced. The lead was removed and reinserted and again the artefact was present. The physician elected to implant a new lead and all measurements were within normal limits. The physician was unable to extract the old lead for analysis so it was capped off. Besides intervention, no other adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted (but out of service); therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.